Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was apparent explant damage and there was a white substance.

Event description:
It was reported that the lead warning triggered, and the lead exhibited low impedance and a rise in thresholds. The lead was programmed to unipolar. The lead was explanted and replaced. No patient complications have been reported as a result of this event.